Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user attempted to pair a dexcom g7 continuous glucose monitor with the system throughout the day and the pairing repeatedly failed despite guidance to toggle bluetooth, restart the device, and reenter the pairing code. Symptoms included no adverse physiological effects and no impact to blood glucose. Outcomes included no hospitalization, no medical intervention, and no interruption of therapy beyond the inability to establish cgm pairing. Investigation included troubleshooting and user education performed by support personnel, including device restarts and reentry of the sensor pairing code. Investigation of this case revealed a pairing failure with the cgm, and the responsible device was not identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to attribute the failure to a specific component or malfunction.